Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Approximately two years post implantation, the patient presented with a clunk in the patella and anterior knee pain. Subsequently, the patient underwent revision surgery of the patella component. Due diligence is complete and all available information has been provided for this event.

Manufacturer narrative:
(B)(4). Concomitant medical product: femoral component option for cemented use only size e left: catalog#00576401551, lot#63813614; articular surface size ef 10 mm height: unknown, catalog#00596203210, lot#64690182; stemmed tibial component precoat size 3: catalog#00598003701, lot#j6716382. Report source: foreign: australia. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. The condition of the component is unknown. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.